Event description:
I am submitting this complaint to report a serious adverse event resulting from my use of the FDA cleared zerigo health uvb smart light therapy device, which I used earlier this year to treat facial seborrheic eczema. The device was provided to me directly by zerigo health following a virtual consultation with one of their physicians. During this consultation, the physician prescribed the device and set the uvb intensity parameters. The device is intended for at home, self-administered use and is operated in conjunction with a mobile application developed by zerigo health. On (B)(6) 2025, I performed my first treatment using the device. Prior to this, I completed a guided setup session with a zerigo health representative. I followed all instructions provided within the zerigo health mobile application and used the device to treat the affected area on my chin. Within 24 hours, I developed a severe burn at the treatment site. The skin became significantly damaged, and by the next day, yellow fluid was oozing from the burn, indicating a serious injury. Concerned about the severity and potential long-term effects, I contacted zerigo health several days later. Zerigo health informed me that the mobile application had directed me to perform 10 treatments squares on the same area, resulting in an excessively high cumulative uvb dose. This overexposure directly caused the burn. I also sought evaluation from my local dermatologist due to the extent of the injury. The wound required several weeks of care, during which I experienced persistent oozing, scabbing, and significant discomfort. Based on my experience, it is my position that the zerigo health uvb smart light therapy device should not be self-administered without professional supervision. The device and its accompanying mobile application exhibit serious design and safety flaws, including dosing guidance that can lead to dangerous overexposure. These flaws directly contributed to my injury. Zerigo health has a legal and ethical obligation to ensure that self-administered medical devices do not pose foreseeable risks to consumers. In this case, a clear duty of care existed, and zerigo health breached that duty, resulting in harm to me. I contacted zerigo health to report the injury and request compensation. My concerns were dismissed, and I was incorrectly blamed for improper use, despite the fact that I followed the instructions exactly as provided in their mobile application. As of (B)(6) 2025, my chin remains visibly damaged, with persistent redness and signs of long-term injury. I am submitting this report, so the FDA is aware of the risks associated with this device and its software guided dosing instructions, which in my case caused a preventable and significant injury.